Event description:
It was reported that pump screen stayed dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses for screen to light. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button in a specific way to turn on display, continued using current pump for insulin delivery, and was informed how to place pump into storage mode, reenter pump settings, and reconnect continuous glucose monitor; technical support arranged a warranty replacement pump, confirmed shipping address, and instructed customer to return problematic pump using prepaid label within 10 days.